Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation of the device it was discovered that this device (serial number (B)(4)) did not contain original parts from manufacturing or servicing of the device. It was identified that the mechanism assembly installed did not match the mechanism recorded in the device history record (DHR). The installed mechanism was found to be from pump serial number (B)(4). Review of both dhrs confirmed that the mechanism was swapped and belongs to pump serial number (B)(4). The ultrasonic sensor did not match the ultrasonic sensor recorded in the DHR. Additionally, the input/output board did not match the lot/serial number recorded in the DHR as well as the processor board. This is an indication that the mechanism is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited. The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.